Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the clip broke and the pump fell causing an unspecified malfunction alarm. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 173 mg/dl.